Manufacturer narrative:
The ekosonic msd was returned in two pieces with the iddc. The device evaluation revealed pinch marks throughout the msd tubing; the msd fracture was noted at the proximal end of group 5 and the shaft to treatment zone junction. Visual inspection of the iddc noted a kink in the tubing and the stiffening wire at 9.4 cm. The IFU warns the user if the product is damaged or found to be unusable in any way, please retain the product and notify ekos corporation immediately. User error was not confirmed, but could not be ruled out as a cause or contributing factor to the msd fracture.

Event description:
It was reported that a 50 cm ekos catheter was used to treat a patient with a unilateral arterial occlusion on (B)(6) 2018. The catheter ran one hour and 39 minutes. When it was pulled out, it was discovered the msd was fractured inside the iddc. The 50cm catheter was replaced with a 30cm that ran for 20 hours and it was reported that the patient did fine. The patient was not harmed as a result of the fractured msd. Upon investigation of the returned device, the reported complaint was confirmed by device damage.